Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) powered on with a blinking airplane button that could not be resolved. The power was initially cycled with no change in status. When the device failed to enter maintenance mode, a factory reset was attempted, but also failed to engage. The device was subsequently not used for support. There was no patient harm resulting from the malfunction as no patient was involved.

Manufacturer narrative:
The investigation into the reported aic - impella connect - usd card corruption has been completed since the original report was filed. Device was returned for investigation. Upon boot up, the uboot logs show the rlm had a partswitch entry for partition rp1 ((B)(6)), the console rebooted into a partswitch on rp2 ((B)(6)). "Partswitch" indicates that the indicated partition is corrupt and the rlm cannot boot into it which would result in an inability to connect to impella connect as well as not entering maintenance mode. The root cause of inability to enter maintenance mode was due to a corrupt usd card. The root cause of the corrupted usd card was not determined.